Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/04/2015 with the following findings: evaluation revealed that the keypad cover is missing from pump. All of the contacts are still intact and responsive. The ok contact is inverted. There was no evidence of contamination. The display screen is dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim and pink display. This report is made based on results of investigation completed on 11/04/2015.